Event description:
The customer reported non-reproducible false positive troponin I (accutni) result, for one patient, involving access 2 immunoassay system. The customer indicated a result of >0.05 ng/ml was obtained. Subsequent testing on an alternate unit recovered a normal result. The erroneous result was not released out of the laboratory. The customer stated the laboratory has a repeat protocol to re-analyze all troponin I results greater than 0.05 ng/ml on the laboratory's alternate access 2 immunoassay system.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The cause of the event is unknown.